Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was monitored and no unexpected low battery alert or failed battery test alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer changed battery and received a failed battery test alarm. During troubleshooting for no delivery alarm, insulin did not exit. Customer was able to push insulin though infusion tube with a plunger. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 352 mg/dl.